Manufacturer narrative:
Jin, h., liu, z., chang, q., chen, c., ge, h., lv, x., <(>&<)> li, y. (2017). A challenging entity of endovascular embolization with onyx for brainstem arteriovenous malformation: experience from 13 cases. Interventional neuroradiology, 159101991771167. Doi:10.117 7/1591019917711679 the onyx was consumed during the procedures and remains in the patient; product analysis cannot be performed. The event could not be confirmed. The information provided in the article is not enough to conclusively determine the cause of the p atient's complications and subsequent death. Mdrs related to this article: 2029214-2017-00915 2029214-2017-00916 2029214-2017-00917 2029214-2017-01261 2029214-2017-01262 2029214-2017-01263 2029214-2017-01264 2029214-2017-01265.

Event description:
Medtronic literature review found reports of patient complications and death after onyx embolization. The purpose of this article was to present the experience of onyx embolization of brainstem arteriovenous malformations (avms). The authors reviewed 13 patients who underwent 14 onyx embolization procedures to treat brainstem avm. Of the patients, 8 were male and 5 were female; the mean age was 29.9 years. Patient no. 1 presented with hemorrhage and underwent onyx embolization for a 30mm posterior midbrain avm. Onyx was able to partially occlude the avm. During the perioperative period, the patient experienced occlusion of the posterior cerebral artery (pca, feeding artery). The article states that vessel occlusion was caused by excessive reflux of onyx. The patient experienced acute brainstem infarction and passed away.